Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing well, and stimulation is covering his pain areas. He has a follow up appointment next week. Explanted device will not return due to facility policy and electrocautery was not used.